Event description:
On 03/01/2007, the company received a report where a customer claimed that the inner cannula locking ring separated from the tube, preventing the inner cannula from locking into place during patient use. Replacement of the tube was required.